Event description:
It was reported that the they are getting a flash in the lower half of patient images in tomo reconstructions. It was determined that the tomo sweep angle is not accurate. This was corrected with the replacement of the tomo pot.